Event description:
A consumer reported that a philips one power toothbrush caught fire while charging. No injury or property damage was reported.

Manufacturer narrative:
The event date is approximate. The consumer contact information, mailing address, phone number were not provided. Manufacture date not provided or identifiable. Product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.